Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm. A review of the label for the product family will be conducted.  If any relevant information is obtained from that review, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 22:53:04. During night drain cycle three, the patient's ultrafiltration reading was 1738ml, indicating the home patient (hp) drained 1738ml more than their maximum programmed fill volume of 1800ml. This information meets iipv criteria. No additional information is available.